Manufacturer narrative:
The affected device was analyzed at the manufacturer¿s repair center. During the analysis a faulty pcb pi-main and a faulty cable connecting the mainboard and display could be detected. A deeper investigation of the pcb revealed a faulty electronic part. The device has been repaired by replacing the affected parts. The malfunction of the pcb pi-main caused a problem in the signal circuit ¿gas dosage off¿ and resulted in a faulty switch off of the gas supply to the patient. In case of a malfunction in gas supply, the emergency-breathing valve would open to ambient allowing for spontaneous breathing. Audible alarms would be posted to inform the user about the problem. However, manual ventilation with an alternate device may be considered necessary. The faulty cable was determined to be the cause of the unstable c500 screen and is not related to the gas supply. An unstable screen is obvious for the user and does not affect ongoing ventilation. Safety relevant parameters as fio2, minute volume, or airway pressure are additionally displayed in the supplemental display on the ventilation unit v500 wherein the user can track the on-going ventilation.

Event description:
It was reported that the device did not supply gas to the patient. Additionally, the picture of the c500 is unstable. No injury has been reported.